Manufacturer narrative:
Corrections: d10, d11, g4, h3, h6 (method, results, conclusion), h11. Additional information: h2, h10. Investigation conclusion: the report that two pumps under-infused was not confirmed. A review of both device error logs found no errors during the time of the reported event. Functional testing performed found both pump modules to be delivering fluid within specification. The mechanism assemblies from both pump modules were completely disassembled and no anomalies were noted that could have contributed to the reported issue. The devices were being used for treatment. The mechanism assembly on pump module was disassembled during the investigation. Mechanism assemblies cannot be reassembled as manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and installation of new one-time use torque screws with applied tamper seal material. Device inspection: pump module s/n 15827752 was received with instrument seal intact. Platen assembly , post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Root cause analysis: the root cause of the reported under-infusion of two pumps was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of (B)(6)2020. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the inner channel and outer channel under infused unknown medications during an infusion. The medication order was potassium chloride 20meq (milliequivalents) premix injection, solution 20meq in IV infuse over 60 minutes three time a day over no less than 1 hour (via central line preferred). The inner channel indicated that 1080 ml had infused, but only around 900 ml infused. The pump was switched to the outer channel and set to 100 ml, and while the infusion time was correct, the final volume was 13 ml short. The units were piggybacked with two bags. There was no reported changes to the patient.

Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the inner channel and outer channel under infused unknown medications during an infusion. The medication order was potassium chloride 20meq (milliequivalents) premix injection, solution 20meq in IV infuse over 60 minutes three time a day over no less than 1 hour (via central line preferred). The inner channel indicated that 1080 ml had infused, but only around 900 ml infused. The pump was switched to the outer channel and set to 100 ml, and while the infusion time was correct, the final volume was 13 ml short. The units were piggybacked with two bags. There was no reported changes to the patient.